Manufacturer narrative:
No cl-13 product samples, videos, or photographs were returned for investigation. The device history review (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
The event involved chemolock bag spike with additive port that the customer reported the spike slid out of the bag at the beginning of the infusion. The customer reported they have not even started it and when they were hooking the bag for infusion, it popped out. There was patient involvement, however no adverse event and a delay in therapy since they had to recompound the drug. There was clinical staff exposure however it is reported the staff was just fine, no medical intervention was provided, and a decontamination process was followed.